Manufacturer narrative:
The device history record could not be reviewed because the lot number was not available. The device was not returned for evaluation; however, pictures and a video were provided. The reported condition could not be confirmed through the pictures and video. A review of the manufacturing process showed all processes and controls were followed correctly. We will continue to monitor and take actions as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. The product ID and lot number are unknown.

Event description:
The customer reported when the volume is low in the omni feeding set, air is pulled into the line and it shows a blockage alert. The tubing and feed container was changed.